Event description:
It was reported that there was a detached needle. The nurse had no contact with the solution; the patient received the full dose. There was no reported patient harm or adverse event.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.